Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye. Piece of the lens remains in the cartridge. Lens was removed from the eye and replaced. No pt injury. The cartidge model that was used was a mtc60c fp. The facility